Event description:
Pt's generator was replaced in 2002 due to end of service. Reporter indicated that a follow-up office visit on a later date, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. No adverse event was reported in conjection with the high lead impedance condition. Further follow-up revealed that two breaks in the lead coil near the vagus nerve were apparent on x-ray. The pt's generator was programmed to off two days after this. Revision surgery was performed later in 2002 to have new lead placed next to the old lead. The old lead was not completely removed. The coil breaks on the original lead were identified on a portion of the lead that was not explanted. Physician indicated that pt was receiving therapy and had been seizure free for 5.5 years. Pt was seen by physician four days later at which time the pt's generator was programmed back to on. The pt is reportedly doing well following the revision surgery. Investigation to date has been unable to determine whether manipulation of the lead during generator replacement surgery may have caused or contributed to the breaks in the lead coil.